Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, the uretero-reno videoscope exhibited angulation locking. There were no reports of patient involvement.

Manufacturer narrative:
His supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d4, d8 and e1. Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the angulation locked due to abrasion of the angulation wire which occurred possibly because of deterioration of the angulation mechanism due to rust, strong twisting operation to the right and left while the angulation of the bending section was locked, and irregular load such as excessive angulation operation, leading to the angulation locked and the cause of rust may be air leak from the instrument channel. However, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.